Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide this information. Customer resolved the issue on their own by adding more insulin to the cartridge, allowing the load sequence to successfully complete. Technical support planned to send a replacement infusion set and cartridge.